Event description:
The device was used during a lap gastric bypass. Reportedly the tip of the blade broke off while the instrument was being used to cut away a previous placed laparoscopic band. The surgeon was able to retrieve the blade without injury to the pt.